Event description:
It was reported that pump displayed a cartridge change error and caller was initially unable to load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pump area as instructed, cleaned pneumatic tap area, and attempted to reload cartridge; when this did not work, customer filled and loaded new cartridge with guidance from technical support, successfully completed loading process, and resumed insulin delivery.